Event description:
The pt performed a blood glucose test on the suspect device at 7:00 am and the result was hi. Pt then took 20 units of nph insulin. At 7:30 am pt took 12 units of regular insulin. Pt then passed out at 9:30 am and was taken to the hospital. Upon arrival, the emergency medical technicians tested pt's blood glucose on emergency medical technician's device and the reading was 97mg/dl. Pt was given an IV.